Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast and up buttons are intermittently responsive. The keypad was peeling and was removed for investigation: contamination was found under the ok, down, and contrast buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) /2012, stating all of the keypad buttons were sticking and the pump would scroll through the screens randomly. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a dry cloth. It was reported that a skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.